Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify under delivery anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The harm and treatment code information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Harm code and treatment code was incorrect it should be (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their son is having problems with insulin pump due to possible under delivery of insulin. The customer reported that he will bolus for a meal because he is high, but it does not seem like he is getting any insulin. The customer's current blood glucose level was 21.3 mmol/l. The customer reported symptoms related to high blood glucose levels included frequent urination. Troubleshooting was performed. The customer reported that the drive support cap was normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer stated that the bolus wizard is programmed accurately. It was stated that the customer was not able to upload carelink. The customer was advised to replaced out the insulin pump. Product is expected to return for analysis.